Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, 3d, the c-arm continued to rotate past the intended stopping point after the control button was released. The user site reported that the arm rotated a few inches beyond the desired position. The user site reported that the event occurred during a patient exam. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. During inspection, the rotational brake was evaluated by the fse and was replaced along with the vertical brake. Following replacement, the system was tested by the fse, and the rotational and vertical brakes were verified to be performing according to manufacturer specifications. No further information is currently available.